Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-05538. It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however, a clot formed on the closure device. The patient's activated clotting time (act) was probably 200sec. The clot was prolapsing in the mitral valve but still attached to the closure device. The physician administered tissue plasminogen activator (tpa) to dissolve the clot and then the closure device was recaptured. However, at that time there was still clot attached to the closure device. The patient woke up with no neurological deficit. The patient was discharged the following day with no complications; there was no evidence of clot dislodgment or embolization. The patient will likely be rescheduled for another closure procedure.